Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup insulin therapy and was guided on putting the pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.